Event description:
On (B)(6) 2025: it was reported the ins was out of service. 2025-may-26: additional information was received from a manufacturer representative (rep). The patient reported battery site pain. The device was explanted and returned. The leads were cut during the explant.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the devices were returned, however they do not have a tracking number.